Manufacturer narrative:
The manufacturing records were reviewed. There was no risk of contamination to the sterile product. The device was not removed.

Event description:
It was reported to nevro that the patient developed an infection at the ipg site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given antibiotics and there have been no reports of further complications regarding this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no infection. The patient had wound healing issues and they are currently using their device.